Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. In addition, examination of the returned portion of driveline confirmed superficial driveline damage to the outer jacket. The submitted log files contained data from 23jan2022 ¿ 26feb2022. Transient low speed and pump stop events were captured on 22feb2022 ¿ 23feb2022 with associated low speed advisory/ hazard and low flow hazard alarms. Additional pump stop events were captured on 25feb2022 ¿ 26feb2022 after the driveline repair. The associated voltage levels indicated that the events occurred when the system was powered by batteries, the mobile power unit (mpu), and the power module. A distal-end driveline replacement was performed on 24feb2022 under work order (B)(4) and approximately 23.25¿ of the external portion of the driveline was returned for evaluation. Rescue tape was observed approximately 3.5¿ ¿ 18¿ from the controller connector. Upon removal of the tape, several small tears were observed along the length of the rescue taped area. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. It was later reported that the pump was exchanged and there were no further issues. The patient was discharged and doing well. The pump would not be returned for evaluation. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and patient handbook, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient experienced lightheadedness associated with the pump stops. It was later reported that the patient underwent a pump exchange on (B)(6) 2022 and the alarms resolved. The patient was discharged home without further issues.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple pump stop alarms. Technical services reviewed the patient's log files from the time of the event and confirmed there were multiple low speed and pump off events on (B)(6) 2022. The log files showed the events occurred while on both battery power and on the mobile power unit (mpu). It appeared the patient had disconnected both power leads after receiving the alarm, so there were also no external power events found in the files. The patient switched the power source to their mpu on (B)(6) 2022 at 8:59 pm and continued to have low speed and pump off events. It appeared the event could have been due to an issue with the percutaneous lead. A driveline repair was performed on (B)(6) 2022 and a portion of the driveline was returned for evaluation. The patient had low flow alarms on (B)(6) 2022. Further log files showed the patient had 26 additional pump stop events while the patient was on the ungrounded cable following the driveline repair. The occurrence of these alarms showed the patient potentially had internal wire damage and it was recommended to immobilize the percutaneous lead.